Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittently obtaining falsely high sodium (na) and chloride (cl) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer supplied results from two (2) patient samples which were reported out of the lab. Samples were repeated, producing lower results, and amended reports were issued. Treatment was not initiated or withheld based upon the false high results reported.

Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab-established ranges.on (B)(6) 2010, a field service engineer (fse) was dispatched and identified gel residue in the modular chemistry (mc) wash collar. The fse replaced the collar and cleaned the electrolyte injection cup (eic). The customer also changed the ise reference reagent.on (B)(6) 2010, the customer performed twice weekly maintenance and the fse replaced the carbon bridge. There have been no further calls to the bci hotline to date.